Event description:
It was reported that a patient underwent a reduction mammoplasty on (B)(6) 2012 and suture was used. On (B)(6) 2013 the patient experienced a wound dehiscence. The surgeon noted extrusion of the suture at the subdermal points. On (B)(6) 2013 the sutures were removed. During the procedure, purulent drainage and wound dehiscence was observed. The wound was allowed to heal by secondary intention. On (B)(6) 2013, it was noted that the wound was not healing as intended and the patient will require further surgery.

Manufacturer narrative:
(B)(4) - wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.